Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by biomed - unit is freezing up intermittently. Also seems to be getting warm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of the unit freezes up intermittently was unconfirmed. The prevue was evaluated for an extended period and did not become unresponsive. There is no root cause as the issue could not be reproduced.

Event description:
It was reported by biomed - unit is freezing up intermittently. Also seems to be getting warm. No other information was provided.